Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a highest reported glucose of 511 mg/dl and prolonged time above range for over five hours; the user delivered significant insulin, changed pump supplies, and later returned to 130 mg/dl, with a suspected but unconfirmed bent cannula discussed during troubleshooting and education. Symptoms included grogginess, fatigue, and feeling unwell. Outcomes included no professional medical intervention and no use of backup therapy or ketone testing. Investigation included user follow-up, troubleshooting, and education on identifying a bent cannula. Investigation of this case revealed no confirmed device malfunction and no confirmed bent cannula. It was concluded that the hyperglycemia was of unclear cause and that the event resolved with continued use after supply changes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.